Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed in two segments, at 10.5 cm from the terminal pin. Electrical testing was performed on the segments and both were electrically continuous. Insulation abrasion was noted 23.5 cm from the terminal pin. Detailed inspection confirmed the abrasion was through to the conductor coil, and was consistent with lead-on-lead contact. Laboratory analysis confirmed the oversensing observed clinically was likely caused by the abraded insulation.

Event description:
Boston scientific received information that during a routine device follow-up, this right atrial (ra) lead exhibited oversensing when the patient moved their arms. A lead revision was later performed. At the procedure, no additional issues were observed, and this lead was successfully explanted and replaced. No additional adverse patient effects were reported.